Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose was 350 mg/dl at the time of incident and current blood glucose is 276 mg/dl. The customer was in the emergency room. The customer also report the insulin flow blocked alarm and customer state that the insulin exited. The insulin pump will not be returned for analysis.